Manufacturer narrative:
(B) (4). The ge svc rep replaced the motor controller. The system is operating as intended. (B) (4)

Event description:
The customer reported that the system is displaying error codes and tilt motion errors. The unit is also shutting down during procedures.